Event description:
It was reported that during the implant attempt, the guidewire would not go through the inner lumen of the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.